Manufacturer narrative:
One sample was returned for investigation along with the pump under pr (B)(4). Flow rate accuracy testing was performed no issues or anomalies were observed. The customer complaint was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: normal saline infusion was started in the emergency department and programmed as a guardrails IV fluid bolus (rate and volume to be infused-vtbi was unknown). It was unknown if the priming volume for an IV set is considered when entering in a volume to be infused- vtbi. Infusion drip chamber would have been checked at the start of the normal saline infusion (common department clinical practice) but not periodically throughout the infusion to ensure the drops correlated with the intended infusion rate. The event occurred at shift change. The nurse then observed that the IV bag and drip chamber had collapsed. The clinician stated that it appeared that the full 1000ml infused over one hour. The primary IV tubing used for the saline bolus was #2426-0007 with 3 smartsite ports. Clinical engineering stated that the IV set drip chamber and the medication bag were collapsed in.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.